Event description:
A female patient in her 40s, with a medical history including an ectopic pregnancy, abdominoplasty and bilateral breast reduction, was admitted to the emergency department exhibiting symptoms of septic shock, manifesting as abdominal guarding and vomiting. Previously, a spatz igb, inflated with a coloured saline solution, had been placed by a gastroenterologist at a separate facility in 2014, with an initial bmi of 36 kg/m2 and a weight of 89 kg and height of 1.58 m. Over a year later (441 days), she presented with systemic symptoms of fever, chills, diffuse abdominal pain, uncontrollable vomiting and diarrhoea. A CT scan demonstrated a foreign body within the terminal ileum. The clinical presentation and imaging results enabled us to diagnose small bowel obstruction and recommend surgery. Crucially, the igb was not removed within the recommended 6-month window, which is in our opinion the primary cause of subsequent complications. Her weight decreased to 74 kg. An exploratory laparotomy was conducted, during which the igb was extracted, and the ileal loop with perforation was resected, followed by the formation of an ileostomy in the right iliac fossa. A drop in blood pressure and oliguria was observed during the procedure, necessitating the use of catecholamines, which subsequently led to an ischaemic appearance of the small intestine. In the subsequent days, the patient required multiple bowel resections and extensive antibiotic therapy to manage several episodes of septic shock, resulting in multisystem organ failures. Surgical interventions included the creation of a proximal jejunostomy 70 cm distal to the treitz ligament, involving an intermediate bowel segment of approximately 60 cm and 25 cm of terminal ileum (total length of small intestine remaining: 155 cm). All these complications are related to ischaemic bowel obstruction caused by a foreign body, which is this deflated balloon obstructing the small intestine.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adustable balloon system include: balloon deflation and subsequent replacement.